Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl. Customer also indicated that the pump alarmed no delivery. Troubleshooting indicated that the no delivery alarm may be due to a possible occlusion. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer indicated that they would call back to further troubleshoot.